Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the doctor was performing an external fixation of an ankle. He was distracting the transfixing pin from the calcaneus and the rods were connected to the rod-to-rod couplings. As a result of the distracting, the rods became bent and scratched."